Event description:
Tip broke off against metal retractor. Sales rep took product to return to company.manufacturer response for harmonic ace, (brand not provided) (per site reporter).took description of incident & issued a report#. Return kit was shipped to sale rep.what was the original intended procedure?rectal (temes).